Manufacturer narrative:
10- the suspect device has not been returned for evaluation. Therefore, no root cause could be determined.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced transducer fault which occurred in (B)(6) 2020 (date unspecified). According to customer, there was patient involvement and needed to be transferred to another ventilator. There was no harm to the patient.